Manufacturer narrative:
Device evaluation results: one medfusion pump was returned for investigation in used condition. The customer reported product problem was confirmed. The investigator noted the following: the main pc board had burnt components that resulted from fluid contamination. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The fluid contamination was attributed to a user issue. This was established as the root cause. The main pc board was replaced. The investigator also uploaded software from the base unit (interconnect board) to top unit (main pc board).

Event description:
Information was received indicating that prior to use, it was noted that a smiths medical medfusion pump had burnt components on board. There was no patient involvement in this event. No adverse effects were reported.